Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one month after implant the right atrial (ra) lead was dislodged. An atrial lead revision has been scheduled and currently remains in use. No patient complications have been reported as a result of this event.